Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a stroke and death occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was being performed. Two watchman ® access systems and three 33 mm watchman ® laa closure device and delivery systems were used, but all were unsuccessful as the laa was too large to accommodate a closure device. No watchman laa closure device was implanted; the procedure was aborted because of this. A transesophageal echocardiogram (tee) from the procedure did not show any evidence of thrombus. The patient was sent to the floor for monitoring and subsequently suffered an ischemic stroke the evening following the procedure. The patient had symptoms of aphasia and an altered level of consciousness and became combative. The computed tomography (CT) scan did not show any evidence of bleeding and showed "no acute intracranial process¿. A magnetic resonance imaging (MRI)was not performed because the patient had a pacemaker. The patient was not on any anticoagulant medication prior to the procedure but was given one dose of apixaban immediately following the aborted procedure. The patient had been on eliquis and 81 mg of aspirin. The patient was discharged to a skilled nursing facility. On (B)(6) 2017, the hospital was notified by the patient's family that the patient had died in the nursing home. The exact date and cause of death are unknown.